Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause remains unknown. One 3cg stylet t-lock assembly was returned for investigation. The sample was returned in opened packaging, indicating ref: 1174108d and lot: redu1351. The stylet was observed to be intact. A kink in the polyimide tubing was present 0.8 cm from the distal end. Microscopic observation revealed the kink to be located in between magnet locations. The polyimide tubing was cut near the kink area in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The event description indicates resistance was experienced during the insertion of the device. Based on the description of the reported event and condition of the returned sample, possible contributing factors include advancement against resistance. Since a kink was present on the returned device, the complaint is confirmed. A lot history review (lhr) of redu1351 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported during sl PICC 4fr insertion, advanced PICC through introducer (little hiccup with feeing through introducer, felt tiny resistance but easily overcame it by withdrawing PICC and reinserting). Advanced PICC easily central without any resistance or issues. Sherlock functioning optimally. Completed procedure and inspected wire and found bent at the very tip. No other wires but 3cg wire used in this catheter. On 02/24/2020- returned wire was kinked.